Event description:
It was reported that the customer was having trouble with the sensor and the insulin pump. The sensor was giving erroneous readings; the sensor glucose reading and the blood glucose reading were different. The insulin pump alarmed threshold but the customer's blood glucose was 130 mg/dl. The customer stated that they had high blood glucose levels above 300 mg/dl and low blood glucose levels of above 50 mg/dl. The customer stated that their doctor made adjustments to the settings and the device had been not been giving problems since. Also, the customer declined troubleshooting because they stated that the problematic insulin pump had a motor error and was changed. The customer stated that they had some irritation at the site of the infusion set insertion. They stated that sometimes when they exercise, the sensor and the infusion set sites come out. The customer's blood glucose at the time of the call was 300 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report 3004209178-2014-96792